Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent an off-label open heart tavr procedure with a 23mm sapien 3 ultra resilia in aortic position. The patient also underwent an off-label open heart tmvr procedure with a 29mm sapien 3 ultra resilia in the native mitral position the same day. Per the fcs, it appears that during the deployment of the aortic valve, an interaction occurred with the mitral sapien valve, resulting in the dehiscence of the graft affixed to the left atrium. Efforts were made to remove the aortic sapien and to implant a surgical aortic valve; however, the surgical team was unable to control the associated bleeding and the patient unfortunately passed away. As per follow-up with the fcs, there was no allegation of an ew device malfunction of the aortic or mitral valve that caused or contributed to the events and death. There was no allegation any of the ew devices were deficient in some way during the aortic or mitral procedure. There were no issues with the initial placement of both valves.